Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was not received. Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced a loss of therapy. X-rays confirmed that the lead migrated. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
The reported event of loss of therapy due to lead migration was confirmed. As received, the continuity testing showed an electrical open was found on the returned lead channel 3. The cause of the event is consistent with damage during use.